Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was unable to achieve effective therapy even after programming and was also experiencing wrapping and uncomfortable pain caused by stimulation, while therapy was on. As, such surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Additional information received patient underwent surgical intervention wherein the entire system was explanted.